Event description:
Clarification of event - insulation anomaly was suspected due to the report of noise. However, no insulation failure was seen under fluoroscopy.

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. Upon interrogation noise on the rv lead was observed. The noise was reproducible with coughing. Lead was capped and replaced.

Event description:
New information received notes insulation anomaly. No further information is available.